Manufacturer narrative:
Section d4: expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g3 - PMA#: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that power module had a broken backup battery connector. This power module had not been updated with the streamline cable.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event that the power module had a broken backup battery connector was confirmed during evaluation at the service depot. At the service depot, the power module, serial number (B)(6), was inspected, and the reported event was confirmed. Additionally, the unit required an upgrade to the streamline internal backup battery cable. The power module underwent maintenance and had the streamline backup battery cable inserted. The power module underwent a functional checkout, passing all tests, and was returned to the customer. The provided information stated that the power module had not been upgraded with the streamline backup battery cable. Multiple good faith effort (gfe) attempts were sent inquiring if the device in use at the time of the alarm and if there were any impacts to patient support; however, no response was received. The root cause of the reported event could not be conclusively determined through this investigation. Incidental finding: the power supply pcba is clicking and not functioning as expected the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D. The current revision of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU (rev. D) section 3 entitled ¿powering the system¿ explains that the power module requires preventive maintenance at least once every 12 months. Preventive maintenance includes (but is not limited to): a functional test, replacing the power module backup battery (the backup battery is rechargeable but has a limited life), and replacing the power module patient cable. This section also details how to properly install the power module backup battery. The heartmate 3 lvas IFU (rev. D) section 7 entitled ¿alarms and troubleshooting¿ covers all alarms (visual and audible) and informs on steps to troubleshoot, including power module indicator combinations and alarms. The heartmate 3 lvas IFU (rev. D) section 8 entitled ¿equipment storage and care¿ addresses how to properly care for, maintain, and store the equipment for proper use. The relevant sections of the device history records for the heartmate power module, serial number: ppm-01859, were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.